Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was replaced, software reloaded, unit calibrated to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case was completed. There was no patient injury.